Manufacturer narrative:
This device involved in this event has been returned for evaluation. Following completion of the investigation, a follow-up medwatch will be submitted. Reference mvi: (B)(4).

Event description:
It was reported from (B)(6) that during the embolization treatment of an aneurysm, the coil encountered difficulty during positioning. The coil prematurely detached from the delivery pusher. The coil was removed with the microcatheter without incident. Another coil was used successfully. No intervention was reported. No harm or injury was reported. The patient outcome was normal.